Event description:
It was reported that the pt was being transformed in a lifter when pt jerked violently allegedly causing the hook on the shoulder to come loose. Pt fell out of sling and suffered a head laceration.